Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient fell and the wound opened. The surgeon did a washout and changed the bearing.